Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: sharp broken on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on anterior assessed as unidentified (tear) opening. - missing shell assessed as inconclusive.

Event description:
Physician reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported a left side rupture. Device has been explanted and replaced.